Manufacturer narrative:
According to the information provided by the technician, the oxygen connector was not plugged in. After plugging it in, the problem was resolved. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. The device's logs were not provided for further analysis. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volumes % or concentration is below 18 volumes % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm may in some cases indicating that the ventilation has been insufficient due to gas delivery error. The cause of the issue was determined as related to oxygen connector. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that low oxygen concentration during use occurred on ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).